Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2026, insulet received two email reports from an insulet clinical trainer stating that the patient experienced a failed or kinked cannula approximately two weeks after initiating pod therapy. According to the report, the event resulted in hospitalization with a confirmed diagnosis of diabetic ketoacidosis. The patient was treated and discharged on the same day. Following, the incident, the patient discontinued pod therapy and returned to multiple daily injections. Insulet customer care attempted to contact the patient on multiple occasions to obtain additional details; however, the patient has not yet provided the requested information. Insulet has made multiple efforts to gather further details. If additional information becomes available, a supplemental report will be submitted.